Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) , ubd: unknown, UDI#: unknown g2: this event occurred in switzerland, see section e. H3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned hand switch was analyzed. When actuated, the 2d button would not acquire an image. 3d and store button were functioning as expected when pressed. The hand switch was faulty. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that 2d imaging was not working with the hand switch, but it was working with the foot pedal. Troubleshooting steps were conducted. The first button (2d) of the hand switch to activating the x-ray, the second button activating the x-ray in boost mode and 3d mode, and the x-rays activated properly with the foot pedal in all modes. The probable cause was that the first button (2d) on the hand switch was damaged, and the hand switch needed to be replaced. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.